Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient also had kidney failure, as well. The patient's blood glucose (bg) values reached over 1000 mg/dl and also dropped to 63 mg/dl. The patient was transferred to the intensive care unit (ICU). For treatment, the patient was put on a intravenous (IV) insulin drip and saline. The patient was also given 2 antibiotics. The pod was worn on the abdomen. The patient was still in the hospital.